Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).

Event description:
It was reported that patient was noy able to get enough pain relief. It was also that patient had a pocket pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.